Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed a crease in the posterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant medical products: mentor memorygel breast implant 190cc, catalog number 3507190mc. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00322468 this device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 190cc and experienced ptosis and capsular contracture baker grade IV on the left side. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 190cc, catalog number 3507190mc, serial number (B)(4) on (B)(6) 2019. This report contains supplemental information for mentor psr reference number ip-00322468.